Event description:
The iab inserted into the pt on 12/15/97. On 12/24/97, the iabp pumping rate was changed from 1:1 to 2:1. On 12/27/97, the pt's blood pressure was low. No augmentation occurred. When the doctor removed the iab, blood was noted in the catheter. As a result of the event, the pt had ventricular tachycardia. (Event complications: low blood pressue/ventricular tachcardia- rpt'd 1/16/98.) (Pt's current status: unk- rpt'd 1/16/98.)

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.